Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes and dft were recommended. No further information is available at this time.

Event description:
New information received indicates that programming changes were made.